Manufacturer narrative:
The tech found the ground pin broken from the power cord plug. The tech replaced the plug to repair the bed.

Event description:
Info received indicates the ground loss led is flashing on the footboard.